Manufacturer narrative:
The failure was confirmed through disassembly and visual inspection by the repair technician. The flex assembly was damaged due to corrosion.

Event description:
It was reported by the user facility that the device will not disengage when the trigger is released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported by the user facility that the device will not disengage when the trigger is released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.